Event description:
The customer reported to baxter (B)(4) of a continu-flo set where after filling the drip chamber, the solution doesn't fill the tubing. Therefore there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.